Event description:
A customer reported she was unable to test her blood glucose with her meter and experienced dizziness and nausea, due to having incompatible test strips. The paramedics were called, treated the customer with intravenous insulin and transported her to a hospital where she was diagnosed with severe hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No investigation is necessary. The customer reported attempting to use incompatible test strips with the meter. Adc customer service educated the customer about test strip compatibility and replaced the product.